Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-00688. This is a non reportable event filed in error. It was reported by the facility that the unit was turned on, started alarming for about 3 minutes before it shuts off completely. The product performed as designed, to alarm alerting the user to switch to an alternate source of oxygen and seek repairs. This product is not a life support/sustaining device. This product is to be used as an oxygen supplement.

Event description:
Dealer alleges that unit will turn on and begin alarming for about three minutes before it shuts off completely.